Manufacturer narrative:
B4.date of this report 05 sept 2025 g3.date received by the manufacturer? 05 sept 2025 h6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was aked to re-link the sensor and sensor re-link confirmed on 10-jun-2025.based on additional monitoring the system is continuing to stabilize. Dms review shows user is currently using the system with information up to date.

Event description:
On 09 june 2025,senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.